Event description:
Caller reported malfunction on pump, specifically displaying malf 3 code with fault ID 3-0x2095. There was no adverse impact to customer's blood glucose level. The customer did not have an alternate method of insulin therapy available.